Manufacturer narrative:
Product analysis: analysis determined that the left hasp latch on display was broken, cord bay latch was broken, stylus tip position on the touch screen required calibration, left keyboard hinge was broken, stylus tip was damaged, and the spacer link electronic module (lem) board was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required unspecified repairs. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.